Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 565 mg/dl with no associated symptoms. The reporter alleged that the pump had failed, and the patient¿s blood glucose had gone up as a result. The reporter was unable to provide any additional details at the time of the call. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump.